Manufacturer narrative:
Date of submission 29-nov-2017 the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: during investigation, no unexplained power interruptions were found in the pump history. No damage was found to the battery cap or battery compartment. The pump was run for 24 hours and no power issues occurred. The pump was opened to find no damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery. Here was no indication that the product caused or contributed to an adverse event.